Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the cusotmer experienced unexplained low blood glucose levels of 48 mg/dl. The customer was treated for the low blood glucose with juice. The caller stated that the customer also started experiencing high blood glucose levels of 353 mg/dl. The customer was assisted with trouble shooting but found not issues with their insulin pump. The caller was advised to change the set on the device and to monitor the insulin pump. The customer did not return the product back for analysis.